Manufacturer narrative:
Reportable malfunction with inomax dsir ds20113121 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 102 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1077 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the (B)(6) reported a high nitric oxide (no) condition with inomax dsir ds20113121. The device was in use on a patient when the issue occurred, however no impact or patient harm was reported. Inomax ds20113121 was removed from service and returned to the company for service evaluation. On 22-aug-2019, an internal employee performed a routine service log review for inomax dsir ds20113121 and discovered a delivery stopped alarm due to no greater than absolute max of 100 ppm followed by a failed low no cell calibration. This service log finding meets the criteria of a reportable malfunction.